Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the daughter insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump went into the water and had insulin flow block alarm. The customer rewound the pump and changed out set still did not work. Customer stated that they changed out the battery and the screen will not turn on. The customer¿s parent reported that the display was flashing white. The troubleshooting was performed and was advised to insert new aa battery and the display did not return after pump restart. It was reported that they had insulin flow block alarm. It was stated that the event was resolved by changing complete set (infusion set and reservoir). The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.